Manufacturer narrative:
The philips field service engineer (fse) talked to the customer who reported the vitals monitor is running high and may need calibration or part replacement. The fse checked the device and found that the blood pressure cuff connector was broken and needed replacement. Based on the information available and the testing conducted, the cause of the reported problem was a broken blood pressure cuff connector. The reported problem was confirmed. The device was operational after the blood pressure cuff was replaced. The device remains at customer site. The investigation concludes that no further action is required at this time. E1: reporting institution phone#: na. E1: reporter phone#: na.

Event description:
It was reported the vital signs monitor blood pressure measurement values are too high. The device was in use on a patient. There was no report of patient or user harm.